Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was unknown. The customer was wearing the sensor on his abdomen works at night. When the customer removed the sensor, only a small bit of the sensor could be seen. The customer was advised that the readings might be wrong for this reason. The customer fainted during insertion. There was no blood at site or scaring in the area or pain during insertion.